Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was suspending in the middle of the night because her sensor was detecting a low blood glucose. The customer's sensor glucose reading was 66 mg/dl but her blood glucose level was 280 mg/dl. She was concerned that her bolus wizard was not calculating her bolus amounts correctly. The insulin pump alarmed low battery excessively, low reservoir, and lost sensor. She was changing the insulin pump's battery every one to two days. The device was not returned.